Manufacturer narrative:
The investigation of the returned board showed that an electrical short circuit occurred and was caused by fluid infiltration. A supplemental report will be submitted if additional information becomes available. Customer's address: (B)(6).

Event description:
Siemens was informed about a flash emerging from the bottom of the monitor trolley during an intervention on the cios alpha machine. A burning smell was reported as well. The system was immediately taken out of operation and siemens local service engineer dispatched to the site. There are no injuries attributed to this event. The reported event occurred in (B)(6).